Event description:
The customer tested her blood glucose and received a reading of 225 mg/dl using her contour meter. Her glucose was retested using her doctor's meter, and the reading was 98 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed 5 control tests using the returned reagent. They found 2 out of 5 reps to read an average of 2 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.